Manufacturer narrative:
There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 filed for the same patient (reference 0001825034-2016-04182).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative record received noted revision due to pain and synovitis. The modular head and acetabular cup were revised. During the revision surgery there was no evidence of metallosis found.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause or contribute to the reported event. The initial report should be voided.